Event description:
The patient underwent double valve replacement and tricuspid repair. Postoperatively, the patient had hemodynamic instability and hypotension. An echocardiogram revealed one leaflet was impeded. Re-do mitral valve replacement was performed and during the procedure it was found that the leaflet had thrombus. The valve was replaced with another 29 mm sjm masters series valve. The patient was reported to be stable postoperatively.